Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had unexpected restart alarm on their insulin pump. The customer's blood glucose level was reported to be 161mg/dl. It was reported that the device would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement test and reset error test with no alarm noted. The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window.